Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the pinnacle bantam acet cup 46mm has signs of organic material and what appears to be bone ingrowth adhered to the outer fixation surface, also the cup presents wear at the inner surface, most likely caused by the head being in contact with the acetabular cup after the fracture event occurred. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: pinnacle bantam acet cup 46mm product code: 121720046 lot number: h12599 and no non-conformances or manufacturing irregularities were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the pinnacle bantam acet cup 46mm would have not contributed to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history quantity manufactured: (B)(4) 2) date of manufacture: 23-nov-2016 3) any anomalies or deviations identified in DHR: none 4) expiry date: 31-oct-2026 5) IFU reference: (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a replacement surgery was performed for prematurely worn pe with replacement of the hip-head and pe. There were three years of insuspcious progress, and now short-term pe wear with metal-metal contact occurred within a few months. Revision was performed for changing of the cup and head. This patient had undergone a previous revision after four years due to pe wear in 2021. Affected side: right hip additional information was received and stated that the reason of the explant was whenever a pe inlay is revised the head needs to be exchanged as well.